Event description:
It was reported by service report that the footboard power was intermittent. There was patient involvement, however no adverse consequences reported.

Manufacturer narrative:
Results: loose ribbon cable.